Manufacturer narrative:
The customer indicated that qc has been within range. No specific system issues were noted. Service was not needed for this event, as this is a reagent issue. The bci hotline recommended the customer to rerun patient samples using a new reagent lot. Investigation into the root cause of this issue is ongoing.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely positive rheumatoid factor (rf) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The customer provided a long list of patient results between 20.0 and 30.0 iu/ml without any confirmatory data to indicate which results were discrepant. Patient treatment has not been impacted in this event.